Event description:
It was reported that during a sigmoidectomy procedure, surgeon reported misfire. The staples were malformed throughout. Completed the procedure with another like device. Increased operating time by 25 minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Incomplete/interrupted cycle the analysis results found that the device was received in good visual conditions and with two cartridges reloads present. Reload a was received fully loaded with staples and the swing tab in the unlocked position. Reload b had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload b had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload b was manually unlocked and the device was tested for functionality with the returned cartridge reload a and b. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.